Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration.

Event description:
Patient reported "silicone was found in the lymph nodes on the left side". Then healthcare professional reported "lymph nodes are filtered with released silicone up to 0.7 cm in size" via ultrasound. This record is for the left side. Device remains implanted.